Manufacturer narrative:
(B)(4). Device manufacture date is august 2016. If further information becomes available a follow up medwatch will be submitted.

Event description:
As reported, before use with patient of this cosgrove flex clamp the user noted the wire was broken, so they did not use it. There was no allegation of patient injury. The customer reported on (B)(6) 2019, it was visible that the wire had been damaged. Some of the smaller wires that are parts of the bigger one had been cut and were protruding and hang out of the metal flex band.

Event description:
As reported, before use with patient of this cosgrove flex clamp the user noted the wire was broken, so they did not use it. There was no allegation of patient injury. The customer reported on (B)(6) 2019, it was visible that the wire had been damaged. Some of the smaller wires that are parts of the bigger one had been cut and were protruding and hang out of the metal flex band.

Manufacturer narrative:
(B)(6) follow up emdr. Engineer's evaluation: sample was visually inspected upon receiving it. The sample appeared to have broken cable wires between the segmented beads. The majority of the cable wires were unbroken and continued to hold on to the beads. The sample itself displayed a lightly used appearance with signs of usage marks, scratches, nicks, and surface scuff marks. These marks were noted particularly towards the working end of the sample and the handle holding end, however most surfaces of the sample still retained a clean finish indicating that it was not used excessively. Further investigation found that 32 beads were counted and the sample clamped and opened upon actuation and ratcheting, however the functioning was interrupted, coarse, loose and unstable due to the broken wires. Individual wires of the cable had broken at a certain location, unwound and frayed; approximately 6-8 wires that make up 19 wire wound cable had broken apart on the cable near the 2-56 threaded eye-fitting and adjacent to the handle cap. The fraying points of the sample were examined under 3x magnification the severed ends did not display any discoloration or oxidation, the ends were noted to display signs that they may have snapped off due to frictional forces, fatigue by excessive stress and pulling in a repeated twisting manner that normally occurs during activation and clamping action. It was unknown exactly how the failure occurred and a definitive root cause could not be identified. There were several possibilities that could have led up to the reported issue. The breakage area displayed signs of a possible combination of shearing and ductile breakage, possibly by repeated twisting and crimping forces, which occur during activation and clamping action as usage fatigue. These combined potential factors may have contributed to the failure mode. No other breakpoints, corrosion, damages or signs of excessive forces were observed on the cable wire assembly. It should be noted that the sample has been in use for over 3 years, any additional factors such as improper care, lack of inspection/maintenance and/or lack of lubrication could have also contributed to the failure mode. A review of the device history record was performed for this device and no quality issues were found during production. This was the first reported issue for this product/lot combination. H3 other text : evaluation has been performed.